Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device has not worked at all since the implant on (B)(6) 2025. It has not been resolved. The pt states she has tried all her programs, spoke with (B)(6), and has tried to work with the doctor, but her doctor 'blows her off'. The agent reviewed that, if possible, when able, it would be best to have her situation evaluated in person if she has already explored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy was not working and they were still having all the bladder issues that they had before the implant. They have tried some programs and have not seen the doctor for a while. Helpedcaller connect to implant and adjust settings. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to doctor if issue persists. The caller noted that they have been working with a representative (rep) off and on since implant both in person and on the phone. Caller did not know the date they started. Additional information was received from the patient. They reported that since implant interstim has not helped, they fiddled around with the numbers and worked with the manufacturing representatives (rep), but they no longer worked for the manufacturer. They finally found a program setting that worked for about a month but then they were in the hospital for 3 months (they confirmed the reason for the hospitalization was unrelated) and turned their stimulator off while they were there because of a lot of tests and stuff they were doing at the hospital. Patient said like about 5 days ago they turned therapy back on, but it is not working at all, they were back to standing up, leaking and having to wear pads all the time. Reviewed interstim therapy optimization information and redirected to their doctor. They stated they can't walk or get up and down stairs they can't get in and out of the house, when they are able to walk and get in and out of the house they will call the doctor.